Event description:
Same case as MDR ID# 2134265-2015-00065. It was reported that a guidewire tip detachment occurred. The target lesion was located in the anterior tibial artery. A 014/300/sst platinum plus¿ guide wire was selected for use to cross the lesion. During attempts to pass the wire through the occluded segment, with the support of a non-bsc catheter, the distal 1cm of the wire tip sheared off and lodged into the origin of a collateral vessel. A second 014/300/sst platinum plus¿ guide wire was selected and the same issue occurred. Attempts to cross the occlusion with other wires were unsuccessful. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was returned with its original pouch and matches with the upn provided by the customer. The unit returned has distal end damage, as part of the overall visual revision. Visual inspection was performed and the device presents with the spring tip damaged (coilwire unraveled and corewire broken). All the outer diameters (ods) were measured and all of them are according to specifications. The guidewire overall length could not be measured due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-00065. It was reported that a guidewire tip detachment occurred. The target lesion was located in the anterior tibial artery. A 014/300/sst platinum plus guide wire was selected for use to cross the lesion. During attempts to pass the wire through the occluded segment, with the support of a non-bsc catheter, the distal 1cm of the wire tip sheared off and lodged into the origin of a collateral vessel. A second 014/300/sst platinum plus guide wire was selected and the same issue occurred. Attempts to cross the occlusion with other wires were unsuccessful. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).